Event description:
Revision of a total hip. Used a 36 + 7.5 ceramic head on an existing 35.5 stem. Maximum offset for on label use on a 35.5 is a +4. The ceramic head was also used without a sleeve and put on an old trunnion. Original surgery was done sometime in (B)(6) 2024. No patient consequence. Off label usage of implants. Reason for revision: unsure. I believe it was because the patient required more leg length.

Event description:
No new information.

Manufacturer narrative:
Corrected data: product code, common device name. An event regarding revision involving a ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review with a clinical consultant. Product history review: not performed as the lot number is unknown. Complaint history review: not performed as the lot number is unknown. Conclusion: it was reported that the patient was revised. The reason for revision was not reported. The event could not be confirmed as insufficient information was provided. Further information such as the reason for the revision surgery, pre- and post-operative x-rays, revision operative report as well as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.